Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a conscious patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. The device subsequently administered the shock to the patient. Complainant indicated that the patient was conscious during the shock and felt great pain. The patient subsequently regained sinus rhythm and was discharged from the hospital the same day.

Manufacturer narrative:
The customer returned an ECG strip for review. The ECG strips showed that the analyzed rhythm exceeded a heart rate of 150 bpm. The electronic data was not supplied to zoll; therefore it is not possible to do a thorough evaluation of the customer's report. Please note that the device was connected to a patient that had a pulse. The device's indications for use instructs users to apply product to patients who are pulseless. Analysis of reports of this type has not identified an increase in trend.